Event description:
The account alleges that the head of the bed is drifting.

Manufacturer narrative:
Information received from the facility on 10/05/2009 indicates that the date of occurrence for this event was in 2009.

Event description:
The pt has had lack of effect from their device for the last six months. A catheter dye study was done approx six months ago and was normal at that time. The pt had recently experienced numbness in the flank area. A CT scan done showed that the catheter was dislodged from the spine. The pt had a catheter revision, and it was discovered that the pt's catheter was coiled up in the posterior incision area. The catheter had slipped through the properly set anchor. A new catheter was placed and the pump dosage of morphine was decreased. The pt's post-revision condition was unk. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Event description:
The facility reported to the baxter sales representative that a patient (patient e) experienced a bloodstream infection (bsi) related to the unknown IV line during use with a clearlink luer activated valve, lot number unknown. The bsi occurred on an unknown date in 2009. It is unknown what interventions were required. This complaint is related to multiple bsi reports (patients a-e) from the same facility.

Manufacturer narrative:
The sample was discarded and the lot number is unknown.